Event description:
It was reported the patient's blood glucose rose to 500 mg/dl. The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be stretched and flattened. The cannula was observed to be out of specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched and flattened. The download data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.